Event description:
Patient's mother reported with patient's previous dose it was taking 45 minutes to complete, pump sheet stated should be approximately 25 minutes. Pt's mother did state they have had pump for a while and will see with this new dose change if the infusion is taking double the time or if it comes to be 30 minutes. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 5gm. Hizentra indication: immunodeficiency with predominantly antibody defects, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - unknown is device associated with event available for return? - unknown.